Manufacturer narrative:
One device was received for evaluation for the complaint that the device was alarming and showing last error code 1836, (indicating a possible issue with the motor or connection). The review of event history/ error log found the last error code 1836. The review of service history found that no complaints raised in the last 12 months with the same issue. The visual and functional testing were performed. The complaint was confirmed, and the faulty motor was the probable root cause. Pump requires a new motor and optical sensor to fix error code 1836 and needs to be replaced.

Event description:
It was reported that the device was alarming and showing last error code 1836, (indicating a possible issue with the motor or connection). There was no reported patient involvement.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.